Manufacturer narrative:
A replacement glidescope titanium lopro t3 reusable was provided to the customer and the customer's glidescope titanium lopro t3 reusable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope titanium lopro t3 reusable and was able to confirm the reported image issue. When connecting the customer's device to a known, good, test monitor and test video cable, the image flickered and then darkened with rainbow lines when the connection between the test video cable and lopro t3 was manipulated. The camera image quality test was performed and failed. Upon completion of the evaluation, the glidescope titanium lopro t3 reusable was scrapped as the customer had already received a replacement, and there being no repairs available for the glidescope titanium lopro t3 reusable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable, there were lines on the screen obstructing the image and then the image went completely out. The procedure was completed using a different verathon glidescope system, which was made available in about four (4) minutes. No harm to the patient or user was reported.